Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) did not deploy. The entire closure system was withdrawn from the body, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used after a renal artery stenosis stent implantation procedure. The indicator window did not change color even as the device was removed from the body. Additional information was requested but not provided. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found not deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, no additional anomalies were reported, and no additional malfunction codes were observed. The handle was first opened to verify the presence of the indicator wire within the device. The inspection confirmed that the wire was present and that the component was properly assembled. However, when an attempt was made to advance the indicator wire to perform the deployment simulation, the wire could not be advanced. Therefore, the deployment simulation of the indicator wire could not be completed, most likely because the plug was swollen and physically obstructed the indicator wire port, thereby preventing functional deployment. The most likely cause of the failure was an internal blockage located within the lumen of the indicator wire port, attributed to the swollen plug. This obstruction was confirmed during this inspection. To enable further evaluation, the plug was manually removed. Upon removal, the indicator wire port revealed residual plug material adhered to the lumen walls of the indicator wire port. The indicator wire was designed to exit its lumen in a defined trajectory aligned with the delivery shaft. However, the swollen plug formed an internal barrier that generated resistance against the expected advancement of the wire. This barrier produced an opposing force that displaced the indicator wire from its intended trajectory. As a result, instead of following the correct pathway through its designated lumen, the indicator wire was deflected in the opposite direction, which prevented successful deployment. In summary, the swollen plug caused a partial obstruction of the indicator wire port. This obstruction altered the wire¿s trajectory within the delivery shaft, directly resulting in the failure of the functional deployment simulation. A high-magnification microscopic inspection was conducted to evaluate the distal end of the delivery shaft, where the plug and indicator wire port are located. During this evaluation, the lumen of the indicator wire port was found obstructed by a swollen plug. Prior to manual removal, the obstruction was clearly visible; after removal, residual plug material was observed surrounding the lumen of the indicator wire port. The reported event of ¿indicator wire deployment difficulty unable¿ was observed on the returned device as the cowling guard was received locked and the indicator wire was not deployed. During analysis, an attempt was made to advance the indicator wire; however, the plug was found to be dried and fully swollen, obstructing the indicator wire port and preventing normal deployment. The plug was manually removed during the investigation, and residual plug material was observed adhered to the lumen walls of the indicator wire port, further preventing deployment. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) did not deploy. The entire closure system was withdrawn from the body, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used after a renal artery stenosis stent implantation procedure. The indicator window did not change color even as the device was removed from the body. The device will be returned for evaluation.